Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt is needing MRI of lumbar spine. Caller states she spoke to the pt's husband who said the scs won't stay charged and the battery is dead so the pt stopped using the scs. Caller also mentioned that the pt's husband said they have "had a lot of trouble with" the scs. Caller had no additional info to provide about the issues.